Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided. This lead is not expected for return as it was surgically abandoned.

Event description:
It was reported this right atrial (ra) lead exhibited chronically high out of range pace impedance measurements. No adverse patient effects were reported. Additional information was received indicating this lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead exhibited chronically high out of range pace impedance measurements. No adverse patient effects were reported.